Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found. The analyst noted there was no evidence of anomalies found and high superior vena cava (svc) impedance is coded with associated lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedance since the implant procedure and it was noted there was a suspected connection issue between the svc coil of the lead and the implantable cardioverter defibrillator (ICD). The physician chose to disable the svc alarm and turn off the svc coil of the rv lead, and the rv coil of the lead remains in use with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.